Manufacturer narrative:
The reported event of far p oversensing was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examination did not find any anomalies on the lead with the exception of damage consistent with that occurring at the time of the procedure.

Event description:
New information received notes that the lead was explanted. Further information was requested, but not yet available.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited far p-wave oversensing. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.